Event description:
A report was received that the patient's clik anchor was protruding through the skin. The area was tender to touch. The patient underwent a revision wherein the anchor was buried deeper. The patient was doing well post-operatively.